Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was not hospitalized for the presumed peritonitis event. The patient was treated with injection vancomycin and injection fortum (for fourteen days, doses, frequencies and route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(6). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.